Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture. Additionally, noise was observed on the lead along with high out of range pacing impedance measurements. It was determined the lead had fractured. An invasive procedure was performed and this lead was replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.